Event description:
Aspirated her joints (left knee), and it was sent off to labs, but nothing was found [injection site joint effusion] ([arthrocentesis], [synovial fluid analysis normal], [injection site joint pain], [injection site joint swelling], [calf pain]). Case narrative: initial information received on 03-jun-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is related to case (B)(4) (same reporter) and (B)(4) (multiple device suspect used for the same patient, right knee). This case involves a 49-year-old female patient who had aspirated her joints (left knee), and it was sent off to labs, but nothing was found while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee via intra-articular route for once only (strength: 48mg/6ml, dose, indication: unknown). It was reported, 13-14 hours later the patient was back in emergency room with bilateral knee pain (left knee) (injection site joint pain), swelling (left knee) (injection site joint swelling) and calf pain (pain in extremity) (onset date: on (B)(6) 2025, latency: approximately 13-14 hours) (batch number: frslb04; expiry date: 31-dec-2027). It was reported that she took tylenol without improvement. This was not the first time the patient had received synvisc-one injections. She was discharged with an opioid pain killer and followed up with ortho on (B)(6) 2025. At that time, they aspirated her joints, and it was sent off to labs, but nothing was found (injection site joint effusion) (aspiration joint) (synovial fluid analysis normal) (latency: 6 days) (batch number: frslb04; expiry date: 31-dec-2027). She was sent home with an oral steroid and advised to continue use of pain killer as needed. Relevant laboratory test results included: synovial fluid analysis on (B)(6) 2025: [nothing was found]. Action taken: not applicable. Corrective treatment: paracetamol (tylenol), oral steroid and opioid pain killer for bilateral knee pain, swelling and calf pain; arthrocentesis for injection site joint effusion. Outcome: not recovered/ not resolved. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on 03-jun-2025 for synvisc one (batch number: frslb04 and expiry date: 31-dec-2027) with global ptc number: complaint: (B)(4). The ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number: frslb04, synvisc one was manufactured on 24jan2025 with expiration date of 31-dec-2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in qualipso: there is a total of three (3) complaints for lot: frslb04 complaint: (B)(4) frslb04 other pharmacovigilance event. Complaint: (B)(4) frslb04 other pharmacovigilance event. Complaint: (B)(4) frslb04 other pharmacovigilance event. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA was required. Reopened: return sample received. 3 boxes of synvisc one was received as return sample. Boxes were containing a blister pack and an IFU. Lot number: (frslb04) and expiry date (2027-12-31) was visible on the box. Syringes were inside the blister and blisters were sealed. Lot number (frslb04) and expiry date (2027-12) was visible on lid and syringe label. Syringes were taken out from the blister pack. Syringes has product in it and no abnormalities observed during the visual inspection of the product. The final investigation was completed on 30-jul-2025 with summarized conclusion as no assessment possible. Additional non-significant information was received on 04-jun-2025 from quality department: ptc details added. Additional information was received on 24-jun-2025 from quality department: ptc details added, clinical course updated, text amended accordingly. Additional information was received on 30-jul-2025 from quality department: ptc reopen details added, strength added for suspect, text amended accordingly.

Event description:
Aspirated her joints (left knee), and it was sent off to labs, but nothing was found [injection site joint effusion] ([arthrocentesis], [synovial fluid analysis normal], [injection site joint pain], [injection site joint swelling], [calf pain].) Case narrative: initial information received on 03-jun-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is related to case (B)(4) (same reporter) and (B)(4) (multiple device suspect used for the same patient, right knee) this case involves a 49-year-old female patient who had aspirated her joints (left knee), and it was sent off to labs, but nothing was found while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate injection in left knee via intra-articular route for once only (dose, indication: unknown). It was reported, 13-14 hours later the patient was back in emergency room with bilateral knee pain (left knee) (injection site joint pain), swelling (left knee) (injection site joint swelling) and calf pain (pain in extremity) (onset date: may-2025, latency: approximately 13-14 hours) (batch number: frslb04; expiry date: 31-dec-2027). It was reported that she took tylenol without improvement. This was not the first time the patient had received synvisc-one injections. She was discharged with an opioid pain killer and followed up with ortho on (B)(6) 2025. At that time, they aspirated her joints, and it was sent off to labs, but nothing was found (injection site joint effusion) (aspiration joint) (synovial fluid analysis normal) (latency: 6 days) (batch number: frslb04; expiry date: 31-dec-2027). She was sent home with an oral steroid and advised to continue use of pain killer as needed. Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2025: [nothing was found]. Action taken: not applicable. Corrective treatment: paracetamol (tylenol), oral steroid and opioid pain killer for bilateral knee pain, swelling and calf pain; arthrocentesis for injection site joint effusion. Outcome: not recovered/ not resolved. Seriousness criteria: intervention required. A product technical complaint (ptc) was initiated on 03-jun-2025 for synvisc one (batch number: frslb04 and expiry date: 31-dec-2027) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number frslb04, synvisc one was manufactured on 24jan2025 with expiration date of 31-dec-2027 yielding 16,572 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in qualipso: there is a total of three (3) complaints for lot frslb04 . Complaint (B)(4) frslb04 other pharmacovigilance event, complaint (B)(4) frslb04 other pharmacovigilance event, complaint (B)(4) frslb04 other pharmacovigilance event. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA was required. The final investigation was completed on 24-jun-2025 with summarized conclusion as no assessment possible. Additional non-significant information was received on 04-jun-2025 from quality department: ptc details added. Additional information was received on 24-jun-2025 from quality department: ptc details added, clinical course updated, text amended accordingly.